Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited oversensing registered via high sensing integrity counter (sic) since (B)(6) 2017. The rv lead remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.